Event description:
According to the reporter: after firing normally, the surgeon found that the anastomotic stoma had only half circle of the staplers, and the remaining half had no staples. The eea25 device had only installed half circle of the staples. A new device was used to re-staple. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).